Event description:
The pt received an scs system on (B)(6) 2009. It was reported that pt claimed the scs system caused permanent damage to her right foot and leg. The pt also allegedly claimed that her doctor had reviewed the pt's MRI and confirmed her claim. No additional info is available at this time.

Manufacturer narrative:
This ipg serial number is associated with a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.